Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found deformed electric connector. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause: it is thought that the connector may have been deformed due to external stress, such as being bumped or dropped, and that this may have affected the connection with the system. However, could not specify a root cause. The event 4 is detectable and preventable by handling device in accordance with the following IFU. Instruction manual evis lucera upper gastrointestinal general-purpose video scope olympus gif type h260z operation chapter 3 preparation and inspection 3.5 inspection of related devices and connecting endoscope for safe use handling and general precautions should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited deformed electric connector. There was no patient involvement.